Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump received scratches on screen or damage on the display and it was hard to read. It was also stated that the heard any unusual noises different from the normal rewind noises, insulin pump was rewind slower than it had in the past as well as button was sticking. Blood glucose level was unknown. The insulin pump will not be returned for analysis.